Event description:
The customer reported a bad iris pot. No patient injury was reported.

Manufacturer narrative:
The ge service rep found bad iris pot error on boot up and order parts. He removed and replaced the parts then tested the system by booting several times without errors.